Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. No prime alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that customer received a compromised forced sensor alarm.